Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex deflectable videoscope had the coating chipped on the distal end bending rubber connecting section. The issue occurred during reprocessing. There were no reports of patient harm.